Event description:
It was reported that the external pulse generator was "out of order." Follow-up was unable to obtain any further information on the issue. Further, this generator is a loaner return. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment that the generator was "out of order." Analysis did find that the upper and lower cases and the battery drawer were broken, the battery release was contaminated, the ring, side bail covers, one screw, the battery drawer o-ring and the side bails were missing, the lead flex cover was broken and corroded, the battery contacts were compressed, the light-emitting diodes (led) display was missing pixels, that a part was needed for the main printed circuit board (pcb) as well as a liquid crystal display (lcd) screw and both were replaced. (B)(4).